Manufacturer narrative:
(B)(4).

Event description:
It was reported during a hip arthroscopy that the ball joints were not completely locked. The surgeon unsuccessfully attempted to correct the issue and determined to reschedule the procedure which was completed with without issues with a backup device. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed and could not confirm the customer complaint for the hip distractor not locking. A visual inspection was performed and showed the hip distractor has been used in the field. The ball joint sleeve that is attached over the ball joint to protect it was missing. The ball joint was severely rusted and has corrosion around the screws. The device was functionally tested in the digital or and showed the hip distractor does lock however with a minimal amount of force applied to the hip distractor it does move slightly. This is caused by the rust and corrosion inside the ball joint. As stated in the IFU, ¿use caution in areas where fluid migration may occur. In particular, ensure that fluid does not migrate under the ball joint sleeve.¿ no manufacturing related defects were observed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error.